Manufacturer narrative:
Submit date: 9/27/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that there was an issue with the enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the enteral feeding pump did not have audio.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.